Manufacturer narrative:
E6 was found in the history. The pump correctly triggered the e6 error messages due to temporary step loss. This can be caused by too high friction.

Event description:
On (B)(6) 2013, it was reported that the patient's infusion device displayed e6 (mechanical error). The patient was unable to confirm the error because the check button on her infusion device was not functioning. The patient felt dizzy and the patient's father took the patient to the emergency room. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.